Event description:
The customer reported there was an image problem when connecting the light source, prior to an unspecified procedure. There was no patient or user injury reported due to the event. An olympus service technician went on-site to inspect the suspect device and observed scope communication error codes, b30 and e216. The wiring was checked, the spiral cable was removed and the socket contacts were cleaned. Upon functional testing, the device passed olympus functional standards. This report is being submitted for the malfunction observed during the evaluation (b30 scope communication error). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device has not been returned to the repair department, and additional information has not been obtained. It was noted, however, that b30 error and e216 error occur when communication failure happens between the scope, the light source, and the processor. According to the service department, b30 and e216 error occurred due to temporary adhesion of dust, hard water residue, and dirt to the scope and the electrical contacts of the connector of the device, or occurrence of temporary communication line issue, causing communication failure. -olympus will continue to monitor field performance for this device.